Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient advised he is still having wounds from the operation and they are sometimes leaking. The round electrodes are partly on top of the wounds. A field service representative visited and adjusted the garment. There was no alleged device malfunction contributing to the irritation. The outcome of the rash is unknown.